Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was hospitalized because of high blood glucose and dka. Customer blood glucose reading at the time of hospitalization was 1150 mg/dl. Customer stated that her insulin pump had multiple no delivery alarms. Nothing further was reported.